Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized due to diabetic ketoacidosis. The customer indicated that the infusion set was kinked and a no delivery alarm was received. The customer's blood glucose reading was unknown at the time of incident. No further details were given.